Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07146. The pt received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt has been without stimulation for approximately 4 weeks. She suddenly noticed more pain and no relief. She has not fallen or had any traumatic events occur. She stated that she does feel some stimulation in her stomach on some programs. There are no error codes and no communication problems identified. No further info is available at this time.